Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a cracked lcd window. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to a completely broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a section broke off where the reservoir goes in the insulin pump. The reservoir did not lock in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.